Event description:
It was reported the subject device showed image loss. The event was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. However, based on the investigation results, it is likely that the malfunction was caused by the endoscopes sit loosely in the light source, connection base must be replace. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.